Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim. Leaking seen on tubing on side of filter distal to the patient connection.

Manufacturer narrative:
The customer reported leakage in a mz9226, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water from a syringe, and the complaint of leakage was verified. The set was leaking from the outlet of the filter. The tubing/filter connection was examined under a microscope, and shallow insertion depth was found with the tubing. The manufacturing site is working on the root cause through a funded project to ensure that the risk of recurrence for the issue is addressed. A quality alert was generated 07nov2024 to communicate the failure and reinforce the correct method of joining the components (tubing/pediatric filter). The issue is a high priority for bd quality.

Event description:
Material #: mz9226 . Batch#: unknown (24059449). It was reported by customer that leaking seen on tubing on side of filter distal to the patient connection. Verbatim: complaint received via email(s) attached. Leaking seen on tubing on side of filter distal to the patient connection